Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number and unique identifier (UDI) number and expiration date unknown / not provided. PMA/510(k) number not available. Device manufacturer date. Unknown lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Also, since there is not catalog or lot number provided, a device history and complaint history review can not be conducted. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item or lot provided and not product.

Event description:
It was reported that the abutment screw fractured in a well seated biomet 3.4x10 certain implant. Tools were purchased to remove the broken screw. A new screw was also sent out to the customer. Patient returning for screw removal.